Manufacturer narrative:
Per updated information, mechanical ventilation was still available but the clinician chose to manually ventilate. Alarms remained functional. Thus, this case has been re-assessed as not reportable.

Manufacturer narrative:
No report of patient involvement. During ge healthcare technician checkout, the reported problem did not occur again. The ventilator unit and the cpu board were replaced proactively.

Event description:
The hospital reported that, unit shut down and went to alarm status. There was no reported patient involvement.